Manufacturer narrative:
One osseotite® implant 3.75 x 15mm (oss315) was returned for investigation. Visual inspection of the as returned product identified a large amount of wear and debris about the implant threads, external hex feature, and internal drive feature. The product matched print specifications where measured against drawing . A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 833394. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration. D4: (B)(4). G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes." H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient suffered peri-implantitis. As a result, the implant (oss315) had to be removed. Tooth location 22.